Event description:
The device was continually alarming with continuous short beeps during the priming phase. The device was replaced witht the same manufacturer and model, resulting in completed procedure.